Event description:
The customer reported that half of the image was intermittently lost from the left monitor and the system was removed from service. The image quality of the images produced was degraded to a point in which they were not usable. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.